Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014.according to the complainant, the device was inspected and tested prior to use, and not issues were noted with this device. During the procedure when the physician attempted to crush an 18mm stone, the wire along the working length of the device broke at the handle. The stone was unable to be released from the basket. The basket and the stone were successfully removed from the patient during surgery performed on (B)(6), 2014. The current condition of the patient was reported to be stable.